Event description:
A customer reported receiving a minimum fill notification, which caused their blood glucose level to rise, but specific values were unavailable as the display showed ¿high.¿ the customer initially took no action to address the high blood glucose level, and assistance from a third party was not required. A new cartridge was eventually loaded onto the pump with assistance, which resolved the issue, allowing the customer to resume insulin delivery successfully.